Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
It was reported that during an unknown procedure, the blade was sheared off the device. The active blade was broken off the device. One device with the broken blade will be returned. No additional information is available.

Event description:
Caller reported blood glucose results of 258 mg/dl and 94 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.